Event description:
During attempted delivery of an optease filter, the filter became caught in the delivery sheath and ended up puncturing the delivery sheath. Therefore they were unable to deliver the filter. The sheath and filter were removed together from the patient, and a new sheath and filter were used successfully. There was no patient injury, and no information was available regarding the characteristics of the access vessel. The product is available for evaluation and testing; however, it has not been received to date (which is indicated. Additional information will be submitted within 30 days of receipt.